Manufacturer narrative:
H3: product analysis of product #258795892:5584009, lot # rs19h011, analysis found, visual and optical examination confirmed approximately 2mm of instrument tip has been stripped and deformed, consistent with interface during usage. The remaining torx tip has been twisted. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during intra-op for an unknown spinal procedure. It was reported that on (B)(6) 2020, they used kanghui eco products during the surgery, and during this process, the bolts were broken after pre-tightening the six self ¿ breaking screw plugs with a lifting screw plug breaker. It was mentioned as the screwdriver had turned into a twist shape. Again on (B)(6) 2020, they used eco products, and used a lifting screw plug breaker to break the self-breaking screw plug, and the plum blossom at the end of the broken screwdriver was broken. There was no delay reported as a result of this event. There were no symptoms reported to patient. There were no complications to patient/physician were reported/anticipated. Additional information received on 18-sep-2020: it was confirmed that there was no malfunction of kanghui products involved in this event. It was mentioned that therapy involved is posterior screw fixation for lumbar degenerative disease. There were no complications to patient/physician were reported as a result of this event.